Event description:
Three clearview easy hcg tests were performed on a pt. The results were negative. The pt was previously confirmed pregnant the blood hcg concentration exceeded 1000 mim/ml (exact concentration unk).